Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a healthcare provider (hcp) regarding their implantable neurostimulator (ins) that was implanted for unknown indications for use. It was reported that the patient had been experiencing heat in their buttocks area and sensations in their leg for a week now under stimulation. The symptoms did not stop even when the ipg was switched off. The factors that may have led/contributed to the issue were not known. An ipg check was scheduled for tomorrow, (B)(6) 2026. The issue was not resolved.